Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a knee surgery, it was observed that there were "burr issues" on the motor device. The reporter stated there was no delay in surgery, and identical spare device was available for use. There were no injuries or medical intervention reported. The date of this event was unknown to the reporter. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.